Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the left ventricular (lv) lead exhibited high impedance measurements of 2200 ohms. It was noted that there were a couple vectors where the impedance measurement was 900 ohms. Noise was also seen during the impedance testing, but was not reproducible. Boston scientific technical services (ts) was consulted and discussed that it is a high impedance lead. The lead was reinserted and the value remained at 2126 ohms. The lv lead and cardiac resynchronization therapy pacemaker (crt-p) remain in service. No adverse patient effects were reported.